Event description:
It was reported that the surgeon was attempting to insert a cq2015 three piece collamer lens and the lens got stuck in the cartridge. There was no pt contact.

Manufacturer narrative:
H6: eval: visual inspection of the returned product showed that the lens was stuck inside the cartridge and the tip of the cartridge was bent. There was a clear surgical residue on the cartridge. Conclusion - (no conclusions can be drawn): based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for eval.